Manufacturer narrative:
Up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Unable to verify battery out limit alarm due to button keypad anomaly. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons continued to scroll during bolus. Customer attempted to troubleshoot by changing battery and received a battery out limit alarm. Customer's blood glucose was 98 mg/dl. Customer was advised that insulin pump would need to be replaced.